Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the stylet was stuck inside the left ventricular (lv) lead. In an attempt to remove the stylet, the lv lead was broken. The lv lead was replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection revealed the stylet was stuck inside the lead and the connector pin was pulled from the lead body. The cause of the broken lead, due to attempts to remove the stylet from the inner lumen, was isolated to procedural damage, and not a malfunction of the lead. The cause of the stylet becoming stuck in the lead was isolated to the bunching of the inner coil and stripped polytetrafluoroethylene (ptfe) coating on the stylet. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.